Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a battery out limit alarm and off no power alarm. The customer's blood glucose was 397 mg/dl at the time of incident. The customer was assisted with reprogramming time and date. The customer was advised that a replacement battery cap will be sent. The customer declined to troubleshoot for the off no power alarm. The insulin pump will not be returned for analysis.